Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information requested and received: was the surgical procedure modified or changed based on the reported event (meaning laparoscopic)? - answer: no. It was a videoassisted laparoscopic surgery. Was the postoperative care of the patient modified? Answer: no. Were there fragments inside the patient? Answer: no. All of the stapler pieces were took out during the procedure. Were there consequences for the patient? Answer: no what is the current status of the patient? Answer: the patient is stable and there have been no warning signs in the anastomosis. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the cdh29a stapler did the firing sequence, but the anvil did not come out once the stapler was taken out of the rectum. The surgery was delayed by 30-minutes. It was necessary to manually remove the anvil, through an enterotomy and then surgeons made a new anastomosis. Shortening of the intestinal loop ¿ risk of leaks. The procedure was completed successfully with no fragments generated. There were no patient consequences.